Event description:
Company representative reported via healthcare professional for an unknown side, "open wound" and "small rupture which was releasing some gel filling". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of wound dehiscence is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "open wound" and "small rupture which was releasing some gel filling".

Event description:
This relates to the right side record.

Manufacturer narrative:
Corrected d6a implant date: (B)(6) 2021. Device evaluation: visual analysis of the returned device identified one curved opening and nicks. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified three openings striated and nicks striated. Based on the device analysis the final assessment is: three openings striated in the side anterior assessed as surgical damage and nicks striated assessed as surgical tool scratch like.